Event description:
This case was reported by a lawyer via a complaint and described the occurrence of zinc toxicity in a female pt who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. In 1982, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced zinc toxicity, nerve injury, numbness of extremities, leg spasm, and inability to walk without assistance. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced zinc toxicity and extensive nerve damage resulting in numbness in extremities, leg spasms, and inability to walk unassisted. The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." Follow up info was received on (B)(6) 2010 via medical records. On (B)(6) 2006, it was noted the pt was diagnosed with transverse myelitis in 2000. During that time, the pt had numbness, weakness, gait dysfunction, constipation, and urinary incontinence. She had a magnetic resonance imaging (MRI) of the cervical spine that showed cervical myelopathy with myelitis, predominant dorsal column involvement. She was evaluated for posterior column myelopathies and found to have a degree of b12 deficiency. She was treated but continued with residual symptoms. The pt reported the symptoms began in her toes, gradually worked up to her knees, and then began to involve her hands. Over the last several months, the pt had fallen approximately eight times. She also complained of neck pain and low back pain, which radiated into the bilateral buttock. Medical history was significant for questionable polyneuropathy and transverse myelitis. Surgical history included wrist repair, secondary to an accident involving her left hand. Assessment included likely subacute combined degeneration with chronic sequel. On (B)(6) 2006, electrodiagnostic studies were normal. On (B)(6) 2006, the pt had a neurologic eval for her myelopathy. She had no improvement in her symptoms. She obtained molded ankle/foot orthosis (mafo) braces, but did not use them. Assessment included cervical myelopathy secondary to b12 deficiency with sequelae of weakness, sensory loss, and gait dysfunction and possible transient ischemic attack. The pt continued b12 and was given another prescription for physical therapy. On (B)(6) 2006, the pt had a normal carotid magnetic resonance angiography (mra) and a normal mra/MRI (magnetic resonance imaging) of the brain. On (B)(6) 2007, the pt complained of neck pain radiating to her shoulders and back pain radiating to her anterior thighs and legs. The pt had this pain for approximately four to five years (since 2002 or 2003 approximately). The pain was present continuously and intermittently severe. The symptoms associated with her pain included numbness and tingling of her legs and feet. The pt had extreme difficulty ambulating and was not able to do so without a walker. The pt reported having been examined by several neurologists and no diagnosis had been made as to why she could not walk. The pt received physical therapy approximately three days per week which ended approximately three months ago. The pt did not receive any relief from that therapy. On (B)(6) 2007, the pt received an epidural steroid injection at c7/t1 and bilateral sacroiliac joint injections for cervical radiculopathy secondary to herniated nucleus pulposus (hnp) at c5/6 and lumbar radiculopathy secondary to bilateral sacroilitis. On (B)(6) 2007, it was reported the pt had a significant neuropathy in her legs and used a walker. The pt had weakness in her legs and would fall otherwise. The pt got up from a chair, her legs buckled, she landed on her left leg, and sustained a medial collateral ligament (mcl) sprain and medial meniscal tear on (B)(6) 2007. On (B)(6) 2009, a dexascan showed osteopenia. On (B)(6) 2010, the pt's copper level was 135 (normal 70 to 175 mcg/dl) and zinc level was 146 (normal 60 to 130 mcg/dl).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).